Event description:
It was reported that the insulin pump alarmed button error. The customer stated that they jumped into the lake water with the insulin pump on. The customer stated that the insulin pump kept alarming continuously and the customer could not see the screen due to condensation. The customer's blood glucose was 167 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.